Manufacturer narrative:
A philips remote service engineer (rse) reviewed the logs and provided the following analysis. At approximately 9:59 pm, a red bradycardia alarm was triggered and persisted until 10:23 pm when the alarm condition resolved. Prior to this time, starting at 9:50 pm, several physiological alarms (paired pvcs, atrial fibrillation) were generated along with technical alarms (ECG unable to analyze and spo2 signal issues), which may have disrupted the continuous monitoring. In addition, a pause alarms occurred at 10:00 pm with technical alarms being generated at 10:03 and 10:07 pm. Other red alarms were acknowledged at the bedside monitor. The log analysis revealed the alarms were functional but that signal losses and technical alarms may have affected perception of the main alarm for bradycardia. The log analysis revealed the alarms were functional as intended/designed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported the cardiologist indicated the device did not generate a red alarm for the ECG trace at approximately 10:00 pm. A log analysis was performed, revealing at approximately 9:59 pm, a red bradycardia alarm was triggered and persisted until 10:23 pm when the alarm condition resolved. Prior to this time, starting at 9:50 pm, several physiological alarms (paired pvcs, atrial fibrillation) were generated along with technical alarms (ECG unable to analyze and spo2 signal issues), which may have disrupted the continuous monitoring. In addition, a pause alarms occurred at 10:00pm with technical alarms being generated at 10:03 and 10:07 pm. Other red alarms were acknowledged at the bedside monitor. The log analysis revealed the alarms were functional but that signal losses and technical alarms may have affected perception of the main alarm for bradycardia. Additional information provided confirmed there was no patient harm and medical intervention required. Based on this information, there was no harm to the patient.